Manufacturer narrative:
MFR received date: 30 jan 2020. Speaker assembly 1 and 2 were received for failure evaluation. There were no signs of damage or contamination during visual inspection. Speaker 1 and 2 were installed onto the test ventilator in an attempt to duplicate the reported problem. After testing, it was determined that the electrical opening in speaker 2 was the cause of the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 18 nov 2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the primary speaker to address the reported issue. The issue was resolved, the device was tested and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/16/2019.

Event description:
The customer reported primary alarm failure. The device was in clinical use at the time the issue was discovered, but there was no patient or user harm reported.